Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for this event. The patient was treated with levofloxin (500 milligram, route and frequency not reported) for the event. Levofloxin therapy was discontinued after eleven days and the patient was started on linezolid (600 milligram, route and frequency not reported) for the peritonitis. The patient was recovering from the peritonitis event. It was reported that the pd therapy was discontinued and the patient was switched to hemodialysis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.